Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that while the patient was walking, they unexpectedly collapsed, striking her face on the ground. She had not checked her cgm receiver prior to the incident, as she was not experiencing any symptoms. The fall resulted in facial injuries, including a bleeding wound on her lip and multiple scratches on her face, nose, and lips. The patient suspected that hypoglycemia was the cause of the fall and claimed that her receiver failed to alert her. Upon returning home, the patient focused on cleaning her wounds and resting. She did not review her dexcom data right away. She mentioned consuming six hershey¿s kisses and checking her cgm nearly two hours later, which showed a reading of 180 mg/dl. However, she did not verify her glucose level prior to eating. She did not seek further medical assistance or hospital care, stating that she felt fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).